Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid was leaking from the top of the cc (cartridge chemistry) sample probe of the unicel dxc 600 synchron system around the white fitting that connected the tubing to the bead/probe. Customer reported that no fluid leaked into the instrument. Customer reported that the fluid stayed on the cover. Customer reported that the volume of the leak was about 2 to 5 milliliters. Customer reported that they believed the fitting came loose when they cleaned the probe during maintenance. Customer reported that they tightened the fitting and the leak stopped. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).